Event description:
It was reported the gynecologic laparoscope had a blurred image. The issue occurred during an unspecified therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
See h11.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The device evaluation noted the video cable is broken and therefore the image is green. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information related to patient or user adverse impact (prolonged surgery). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an unspecified therapeutic procedure the rigid video scope had a green image as soon as the light was reflected on a shiny surface and there was an error message. The patient was under anesthesia and the procedure was delayed. The procedure was completed using a similar device. There was no reported patient harm.